Manufacturer narrative:
Event date: "about a month ago." If implanted, give date: "about a month ago" device is a combination product. Device evaluated by manufacturer - it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MFR#: 2134265-2011-04214. It was reported that post a stenting treatment procedure, stent thrombosis occurred. The lesion being treated was located in the tortuous and very calcified mid right coronary artery (rca). The physician implanted two ion stents overlapping each other. The patient was taken back to their room and later began experiencing chest pain. The results of an EKG were irregular. The patient was brought back to the cath lab and stent thrombosis was identified. The physician attempted to wire through the thrombosis to perform a thrombectomy, but was unsuccessful. The patient was sent to surgery. No further patient complications were reported and the patient's status is okay. Additional information was requested, but not available.